Event description:
My (B)(6) granddaughter had a musical electric toothbrush. As with my child, a toothbrush which plays rock and roll is too much of a temptation to dance while brushing or whatever. No matter how many times she was asked to stand still while brushing, her feet would begin o jiggle. On monday night, she tripped while brushing, and fell against the wall, jamming her toothbrush, still vibrating, into the back of her throat. She has a large puncture wound in her soft palate, about an inch away from her uvula. One inch more, and she could have punctured her trachea. Off to the ER, pediatric ent's contacted an emergency. Missed a week of school so far, on a liquid diet, and too much pain and trauma for a small child. I think that a musical child's toothbrush is a very bad idea. I observed the reactions of the ER personnel when we told them what caused the big hole in this child's mouth, and it was apparent that this was not the first time that they had seen this. Thanks for your attention, sincerely, (B)(6). Incident: home/apartment/condominium - (B)(6). This is my home address. This product was damaged before the incident: no. The product was modified before the incident: no. (B)(4).